Event description:
The device was returned because it had a travel coarse error during a routine pm inspection. The results of the investigation verified the travel coarse error. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which verified that the device had a travel coarse error. The possible causes were that the clutch was not properly engaged, dragging or slipping. The clutches were worn. The clutches and lead screw were replaced to fix the issue.